Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently turned the pump off. The customer's blood glucose (bg) was "high" (specific value not provided). The customer administered a manual injection to address bg level. Reportedly, the customer successfully turned the pump on and continued using it for insulin therapy.